Event description:
Patient reported obtaining back-to-back blood glucose results of 176 mg/dl and 93 mg/dl, while using the suspect device. Patient indicated that, the day before the report, an additional set of back-to-back tests was performed on the suspect device with results of 171 mg/dl and 91 mg/dl (these values could not be located in the device's memory). Patient indicated that, therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.